Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "went to the emergency room twice and was given IV antibiotics, really strong antibiotics", "have green pus coming out of their nipples" and "implants are recalled"

Event description:
Patient reported "went to the emergency room twice and was given IV antibiotics, really strong antibiotics", "have green pus coming out of their nipples." Patient also states "implants are recalled." This record is for the left side. Device remains implanted.